Event description:
It was reported that during an unknown procedure, the rectum was cut but wasn't stapled because the staples didn't formed to a b-shape. So the surgeon had to do a suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the procedure done open/laparoscopically? : open. What device was used for the proximal and distal transection? What color reload? : traditional suturing. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) : hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? : by hand. Was the spike of the trocar inserted lateral or through the staple line? : lateral from the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? : audible ¿click¿ was heard and it can not separate form each other. When the device was fired, where was the indicator within the green zone/gap setting scale? : nearly bottom of the green zone. Was buttressing material utilized? : no. Was the instrument fired across or near an existing staple line or clip? : no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? : audible click when blade cut through the plastic washer was heard and tactile feedback. Were any unexpected noises heard? : no. Were any of the forces higher or lower than expected (closing, firing, or opening)? : no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? : no but they said they turned the knob 2 counter-clockwise revolutions. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) : no need to confirm successful anastomosis because it's obviously fail anastomosis (both proximal and distal stump were cut but no staples formed to b-shape). Did the operation change significantly as a result of the device issue? The surgeon did conventional suturing technique to create a anastomosis. What is the patients age and sex? : male, (B)(6). Did a hcp other than the primary surgeon fire the instrument? : no. Was there a recent conversion to ees devices in this account or with this surgeon? : no the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.